Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6 (annex a and annex g). Event summary : as reported, the basket of a ngage nitinol stone extractor was found "broken" upon opening the packaging. The device did not make patient contact, and a new extractor was used to remove the stone fragments from the kidney and complete the procedure. No additional procedures or adverse effects for the patient have been reported. Investigation ¿ evaluation : a document-based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi) and quality control procedures, as well as a visual inspection and functional test of the device were conducted. One ngage nitinol stone extractor was returned to cook for evaluation in opened packaging. The extractor was returned improperly loaded in the packaging resulting in the basket tip being trapped between the two half's of the plastic tray. The shrink tubing on the basket appears damaged. All handle fittings were tight. The handle will actuate basket formation, but it will not stay in the open position. Due to the potential damage in return shipping it was not possible to determine what contributed to the extractor not functioning when being checked by the customer. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no confirmed recorded non-conformances relevant to the failure mode. A database search did not identify any other complaints associated with the reported device lot. The information provided upon review of complaint file, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU, t_shef_rev1; the IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, a definitive root cause for this event could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1- customer (person): (B)(6). G4- PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the basket of a ngage nitinol stone extractor was found "broken" upon opening the packaging. The device did not make patient contact, and a new extractor was used to remove the stone fragments from the kidney and complete the procedure. No additional procedures or adverse effects for the patient have been reported.